Manufacturer narrative:
The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported transducer fault occurred in vela during a usage on a patient. The patient was transferred to another device. However, there was no patient harm reported.